Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2018 from date manufacturer was made aware.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reason. No further information was obtained despite multiple good faith efforts.